Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that minimum fill notifications occurred intermittently across multiple cartridges after being filled with an unknown amount of insulin. Customer¿s blood glucose was between 80-120mg/dl. Reportedly, a cartridge change was performed to resolve the issue. Although requested, the customer declined to provide additional information.